Event description:
Information received indicates the bed will not go in trendelenburg.

Manufacturer narrative:
The technician found the trend gas spring was broken off the bed. The technician replaced the gas spring to repair the bed.